Event description:
It was reported that the surgeon had difficulty releasing the screwdriver from the screw head. Eventually after rocking it back and forth and tapping on the handle the screwdriver released. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. Unable to determine cause of the event.